Event description:
I had the essure birth control device procedure on (B)(6) 2015. The hsg test was performed to confirm device placement was correct and the fallopian tubes were blocked. During the test the doctor discovered the essure device in the left fallopian tube had punctured the tube and it was necessary to remove the device. Laparoscopic surgery to remove my left fallopian tube was performed on (B)(6) 2015.